Manufacturer narrative:
Patients age is unknown, however, the patient is (B)(6). (B)(4). The complainant indicated that due to contamination of the device, it will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dermatome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation it was noted that the cut wire was broken. The procedure was completed with another dermatome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.